Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. High current condition could not be reproduced. No other anomalies were found.

Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.